Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening.